Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery; the alarm would occur at times over the past three months. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer failed to prime and received a no delivery alarm. She mentioned that she had filled the reservoir with cold insulin. The insulin was almost three months old. The customer was advised to use room temperature insulin to prevent degassing. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.